Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The software was reloaded to resolve the reported issue.

Event description:
The hospital reported an error that results in loss of mechanical ventilation. There was no report of patient involvement.

Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: hcs madison - (B)(4): device evaluation anticipated, but not yet begun